Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the roller pump's local display froze-up. The device was not changed out, as the perfusionist continued to use the roller pump from the central monitor (ccm). The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt. Investigation in process, but not yet completed.